Event description:
Additional information was received from the treating physician indicating no x-rays were performed on the patient and there was no report of trauma to the device. At the moment revision surgery has not been scheduled for the patient.

Event description:
It was initially reported by a company representative that a vns patient was explanted due to end of service. Additional information was received through an implant card indicating high impedance was received after generator replacement surgery. Information from the area representative indicated surgical intervention is planned, but no date has been defined. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.